Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m373 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m373 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. The product monitoring data is within control limits. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). 18 jul 2024

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak in the pto prior to photoactivation. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. Review of the customer provided photographs verify the reported pto leak as blood is seen leaking from the y-connector in the pto. The leak appears to be coming from the location where the yellow stripe tubing is bonded to the y-connector. A material trace of the components used to build lot m373 found two related non-conformances. The related non-conformances were associated with yconnector lot# 1015994 and yellow stripe tubing lot# 1018320 which involved a leak identified at the same location during finished product release testing for a different kit lot. A device history record (DHR) review for kit lot m373 did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause for the pto leak is most likely due to a insufficient bond between the y-connector and yellow stripe tubing. Retraining has been completed for all bonding operators at the manufacturing facility. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 26 jul 2024.